Event description:
Presents to ed with shortness of breath for 4 days, recent hospitalization, leg swelling and weakness. Monitoring noted drops in his hr to low 30's, patient asymptomatic during these episodes. Pacemaker interrogated and noted his pacemaker is under sensing, patient p waves are measuring 0.6 but pacemaker is sensing at 1. Pacemaker adjusted and switched to atrial preference pacing until intervention.